Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffers from a number of different complaints including pain, clicking of the implant components, and constant discomfort. (B)(4) 2012 - plaintiff fact sheet was received. The product/lot was updated. (B)(4) 2012 - patient's operative records were received. Records indicate upon revision threading around the trunnion was found.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other leg length discrepancy related reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.